Event description:
Customer states his meter stopped working. Replaced batteries and tried to turn meter on. No strip presented. Found strip in strip slot, removed and meter now working. A "136mg/dl" appeared as a "36mg/dl". Display segments missing. Customer asked to return meter for further evaluation, and a replacement was provided.